Manufacturer narrative:
(B)(4). Batch # p91p75. The device manufacture date is 3/9/2017. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: did the active blade break off of the device? Yes. If the active blade broke off of the device, did the active blade fall into the patient? Yes. If the blade broke off of the device, was the broken piece retrieved? Yes. The broken piece was retrieved from the patient's body and it was confirmed that no pieces were left in the patient.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopically-assisted myomectomy (lam) procedure, the blade tip was broken off during use. The broken piece had fallen into the patient and the broken piece was retrieved with a forceps via a trocar. No piece was left inside the patient. The surgeon commented that the assistants forceps might have touched the blade before the blade tip was broken. Another device was used to complete the case. There were no adverse consequences to the patient.